Event description:
It was reported that the patient presented for an implant procedure. It was noted that after the right ventricular (rv) lead was positioned in the rv apex, the helix was advanced and clearly extended during the procedure. When they came back to the floor it looked like the helix had retracted back to into the rv lead. The physician extended the rv lead helix again and watched in real time as it quickly retracted. The rv lead was removed from the body, and the same issue was observed on the back table. The lead was replaced. No adverse events were observed before, during or after the event.